Event description:
A user facility registered nurse (rn) reported that the combi set tubing disconnected from the blue connection causing the blood leak to occur during hemodialysis (hd) treatment. The blood leak was noticed approximately 5 minutes into the patient¿s hemodialysis (hd) treatment. Additionally, the rn stated that after the leak occurred, a second combi set from the same box experienced a similar event, where the connection and the tubing disconnected during priming stage in set up. The cause of the reported event was unknown. The rn suspected the issues were related to a manufacturing defect on the product batch. No additional issues were experienced during the reported event. The rn confirmed that no other combi sets from the same batch experienced similar issues. The rn stated that the lines were not mishandled and there were no changes or disruptions in pressure that could have caused the reported event. There were no issues with the other fresenius products used during the reported event. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine with a different combi set batch and treatment completed successfully with new supplies. The rn confirmed that the two combi set samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that the combi set tubing disconnected from the blue connection causing the blood leak to occur during hemodialysis (hd) treatment. The blood leak was noticed approximately 5 minutes into the patient¿s hemodialysis (hd) treatment. Additionally, the rn stated that after the leak occurred, a second combi set from the same box experienced a similar event, where the connection and the tubing disconnected during priming stage in set up (see c-962123). The cause of the reported event was unknown. The rn suspected the issues were related to a manufacturing defect on the product batch. No additional issues were experienced during the reported event. The rn confirmed that no other combi sets from the same batch experienced similar issues. The rn stated that the lines were not mishandled and there were no changes or disruptions in pressure that could have caused the reported event. There were no issues with the other fresenius products used during the reported event. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine with a different combi set batch and treatment completed successfully with new supplies. The rn confirmed that the two combi set samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 device component code additional information: d1; d4 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that the combi set tubing disconnected from the blue connection causing the blood leak to occur during hemodialysis (hd) treatment. The blood leak was noticed approximately 5 minutes into the patient¿s hemodialysis (hd) treatment. Additionally, the rn stated that after the leak occurred, a second combi set from the same box experienced a similar event, where the connection and the tubing disconnected during priming stage in set up. The cause of the reported event was unknown. The rn suspected the issues were related to a manufacturing defect on the product batch. No additional issues were experienced during the reported event. The rn confirmed that no other combi sets from the same batch experienced similar issues. The rn stated that the lines were not mishandled and there were no changes or disruptions in pressure that could have caused the reported event. There were no issues with the other fresenius products used during the reported event. The rn stated that the patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine with a different combi set batch and treatment completed successfully with new supplies. The rn confirmed that the two combi set samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.